Event description:
An ophthalmic technician reports they lost 1 treatment from their wave card. The event did not involve pt surgery, and the loss of 1 treatment from the wave card was noted in between pt cases. User was able to continue, using a back up card.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).